Event description:
Patient experienced an overdose with following symptoms: dizziness, lethargy, leg weakness, pruritus, somnolence, vomiting and erratic heartbeat. It was stated that this happened following a refill session (B)(6) 2012. It was unknown to the reporter if the procedure issue caused the problem. It was further added that patient had adverse reactions to "some compounded baclofen" before; patient was concerned that dose was too high. Patient was at home at the time of this report and was considering healthcare provider options.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).

Event description:
Additional information received reported that patient had a refill in (B)(6) 2011 and the doctor used a different compounding pharmacist. The patient experienced bad reaction to it. She felt like she was going through baclofen withdrawal. She was very itchy, she could not walk and she had a lot of tones in her muscles. The patient went back to the doctor and the doctor turned the dose up. It took the patient about a week or two to get used to the new dosage. The patient had another refill done on (B)(6) 2012. They used the same brand of drug as patient¿s original medicine. The following day around noon, the patient felt a weird sensation in her body and she got really tired and dizzy. The symptoms got worse progressively. On (B)(6) 2012, the patient could still function. Then the following morning, the patient woke up and she could not move at all. She was extremely dizzy. The patient went to the doctor and the doctor turned down the dose, but ¿nothing was really changed.¿ the patient was throwing up the day prior to the date of this report and it was noted that she had no strength in her legs.

Manufacturer narrative:
(B)(4).